Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft. On a routine CT a type I and iii endoleak were reported. Upon further review of the CT it was observed that there is a large type ia endoleak, type iiia total separation, type ib from left limb, and also what looks to be a type iiib endoleak. The cta from a year ago showed no leak and aaa measured 4.9cm now measures 6.4cm (1.5cm increase). The patient is being referred to dr. (B)(6) at (B)(6) hospital for explant repair. The current condition of the patient was not initially provided. There has been no additional patient sequalae reported at this time.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type iiib endoleak of the proximal extension, type ia endoleak, and a type iiia endoleak with complete component separation. This complaint is most likely device-related due to the use of strata material, in regards to the type iiib endoleak. The device, user, procedure, or anatomy relatedness of the type ia and iiia endoleaks could not be determined. In addition, the report of type ib endoleak to the left side limb is refuted; rather there was evidence to reasonably suggest that a non-endologix right side limb stent was present, which was discovered during review of the 72-month post-implant CT scan. Clinical assessment could not confirm the reported sac growth. The procedure-related harms for this complaint could not be determined, and the final patient status was not reported. Also, contributing factors to the reported event include the following: proximal neck angle of 39° likely contributed to the type ia endoleak, aortic angle of 70° likely contributed to the type iiia endoleak, and poor stent wall apposition in the right limb is likely user-error due to the use of a non-endologix product. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Correction: h6. Device code - remove 1354 conclusion code - remove 11.

Event description:
Additional information received per clinical assessment confirming that the reported type ib endoleak originated from a non-endologix limb stent graft (off-label use).